Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err 69 and err 121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge (call tech support alarm on display). The receiver download shows multiple firmware errors. The customer complaint was confirmed because multiple firmware errors were found in the receiver log and call tech support was observed on receiver display. The reported event of a an error icon display was confirmed. The root cause could not be determined.